Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose of up to 400 mg/dl while using the infusion sets. She stated the infusion sets did not properly administer insulin. Her normal blood glucose range is 70-150 mg/dl. She changed the infusion set and programmed a temporary basal rate increase of 120% to lower her blood glucose. She did not look to see if the headset cannula was bent and there was no insulin leakage. Troubleshooting did not reveal any issues. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.